Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain with device use and subsequently the device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.